Event description:
The customer reported that the system would not complete boot up and would not perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The printed circuit boards were reseated after cleaning the edge connectors. The s-ram memory card and the 5 v power supply need to be replaced. The system operates as intended.